Manufacturer narrative:
The device has not been returned since it was disposed of; therefore a failure analysis of the complainant device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B) (6) 2010. According to the complainant, during the ablation portion of the hta procedure, a fluid loss alarm error message occurred and thereafter, the device began to leak. The rate per minute of the fluid loss is unknown. The location along the device the leak originated from is unknown. Upon completion of the procedure, the physician noticed a burn on the lip of the cervix. The exact size and severity of the burn is unknown. The physician treated the burn by applying silvadene cream. Several attempts have been made to contact the physician for further information with no response received. There were no additional complications noted with this event the condition of the patient is reported to be fine.